Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to oversensing of myopotentials. The device was reprogrammed successfully and the patient is recovering.